Manufacturer narrative:
The device was returned to mmdg, and subjected to a number of visual, flow, and performance tests. The device's internal data log was also reviewed. The internal log showed no related irregularities, and the device passed all tests. The event as reported could not be confirmed. The event described in this report is generally considered not-reportable due to the low risk of air being delivered to patients' stomachs and the fact that moog cannot reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, moog has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old.

Event description:
The initial reporter stated that the pump was "not stopping when dose is done, continued to pump air." The patient's mother was also unwilling to troubleshoot. The customer did not provide any other information, and no injury to a patient was reported. [Complaint-(B)(4)],